Event description:
The report received indicated that the physician flushed the 2.5x23 mm cypher stent delivery system and found that the stent was deformed at the mid section of the stent, the deformation was like a "dogleg". Therefore, a different cypher of the same size was used instead and the procedure was completed safely. Further information indicated that the physician did not think the product became deformed while removing the device from the package, and the physician did not exert excessive force.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.